Manufacturer narrative:
Product event summary: analysis found something sticky on the battery contact chips and sensing was low. As a result the battery contact chips were cleaned. After the device was calibrated, the device passed testing.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was sensing low. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.